Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to confirm motor error alarm due to keypad unresponsive. The motor was tested outside of the device and passed. Insulin pump received with missing end cap sticker, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window noted.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was unknown. Act button was not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.